Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection has been performed on the reader and damage was observed on the internal pins of the usb port. This damage is likely due to using incorrect cable with reader or applying excessive force when inserting cable into the usb port, resulting in non-functional usb port. Visually inspected the returned usb/charging cable and observed pins on the cable were damaged. The reader was de-cased and liquid contamination was observed. Unable to extract data due to liquid contamination on the pcba (printed circuit board assembly). Issue is not confirmed due to use, as the usb port was damaged by user. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. It was reported that the reader would not power on with button press or test strip insertion. The customer experienced loss of consciousness and was awoken and treated with food by a caregiver. There was no report of death or permanent impairment associated with this event.